Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is:(B)(4).

Event description:
An optometrist reported a patient with 1-2+ diffuse, non confluent lamellar keratitis (dlk) in the right eye three days post lasik. The patient complains of some blurriness and discomfort. Topical steroid dosage was increased. Upon follow up, dlk was reported resolved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.